Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusions set fell off during use on event on 12-may-2024. Infusion set has been used for 3 days. Insertion area free from hair, cleaned and air-dried. The blood glucose level was 190 mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-13951 - device 3 of 3.